Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from representative indicating that during an implant the defibrillation threshold testing (dft) failed. It failed at 21j, at 41j it converted. Then tried 36j and 41j and both failed. Both were tried in reverses polarity. The patient was externally shocked. The cause of the dft failure could be attributed to pneumothorax that occurred during the procedure, the antiarrhythmic medication, or sedation. The patient was fitted with a life vest and sent home. A non-invasive programmed stimulation was scheduled. Remains in service. No additional adverse patient effects were reported.